Manufacturer narrative:
(B)(4).

Event description:
It was reported that the display went blank and that the ventilator generated technical error codes indicating internal power failures during pre-use check. (B)(4).